Manufacturer narrative:
B3: month and day of event are unknown a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was defective. There was patient involvement and a patient harm/adverse event reported. There was no medical intervention required. The outcome of the event was the patient had some irritation and bleeding at the stoma but that has since cleared up. The event occurred at patient home.

Manufacturer narrative:
Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.